Event description:
The company was notified on (B)(6) 2015, of an alleged incident that occurred on (B)(6) 2015, at a nursing facility in (B)(6). The alleged incident was descried to the company as the following by the nursing facility's oxygen equipment provider: vent valve froze open and would not shut during filling. Liquid oxygen dripped on the facility worker's foot. Individual received cryogenic burns on foot and was taken to the hospital. A c1000 (reference MDR 3004822415-2015-00016) and c41 were involved. The company has requested the return of the c41 but, the provider will not return. The company has requested the serial number of the c41, but the provider is adamant that the incident was isolated to the c1000 and will not disclose the serial number of the stationary unit.